Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Testing showed the device gave an alarm with error code "1870" displayed. This error type typically indicates a motor issue. The device casing was removed and internal examination was performed. The internal examination showed the motor was locked and there was a broken wire leading to the optical switch. In addition, the downstream occlusion sensor/cassette detector was replaced in order to address an issue with the device giving a double beep alarm indicating a cassette was not attached. The causes of the issues with these components were not definitely established.

Event description:
It was reported the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.